Event description:
Related manufacturer reference number: 2017865-2022-06095. It was reported that the patient presented for follow up with muscle stimulation due to a dislodged atrial lead, confirmed by fluoroscopy. The right ventricular lead exhibited poor sensing with r-wave amplitude variation. The atrial lead was explanted and was found to have externalized conductors. The atrial lead was explanted and replaced. The right ventricular lead was repositioned successfully. The patient was stable throughout.

Manufacturer narrative:
The reported events were lead dislodgement, muscle stimulation, and insulation abrasion. As received, a complete lead was returned in one piece. The reported event of insulation abrasion was not confirmed. Visual inspection did not find any anomalies except for procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts. The full helix extension length was within product specification.